Event description:
The caller reported that the trach balloon is going down and the ventilator pressure alarm goes off to alert them they are not getting the right tidal volume on the ventilator. The caller stated, the patient did required recannulation. She stated that this event did occur in (B) (6).

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.